Manufacturer narrative:
The device passed testing for delivery accuracy.

Event description:
The customer contact reported the pt received more medication than intended. Reportedly, "between 4:00pm and 9:30pm, the bag was half empty. The nurse stop immediately the pump. Result: the pump had delivered 50mg morphine without 2mg manipulation from the pt or nurse." No specific pump programming, pt information or event details were available.